Event description:
Dealer states chair axis on joystick is turned, like when you hit forward, it turns right, reverse is left, right is reverse, and left is forward.

Manufacturer narrative:
(B)(4). The malfunction has not been confirmed.